Event description:
Patient was having shoulder arthroscopy with bankart repair. The surgeon used an arthrex suturelasso 45 curve right. Using appropriate technique in soft tissue, the tip of the suturelasso broke off, implanted itself in soft tissue and had to be retrieved, adding 45 minutes to the surgeon time. Reason for use: right shoulder instability.